Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr, there was resistance between a 26mm sapien 3 ultra valve/delivery system and the 14fr esheath+. Valve frame damage was noted. As reported, the 14fr esheath+ was introduced into the left femoral artery with no difficulty. When the commander delivery system was introduced into the esheath+, the team had difficulty advancing the delivery system in the expandable portion. The team immediately panned the x-ray camera down to the left groin, and at that point it was realized that the distal edge of the s3u valve was protruding into the wall of the esheath+. The team elected to redirect the delivery system in the sheath away from the location of protrusion. Next, the team elected to remove the esheath+ and delivery system as one unit. However, the system would not come out easily. The team then, introduced an aortic occlusion balloon into the aorta via the sheath in the right groin. After the aortic occlusion balloon was introduced into the distal aorta, the team elected to do a cut down procedure on the left common femoral to remove the esheath+ and commander delivery system. Upon removal of the esheath+ and commander delivery system, a section of the common femoral artery avulsed around the sheath. After the esheath+ and delivery system was removed and on the back table, the avulsed section of the artery was visibly still attached to the sheath. With distal flow occluded, the team started to perform an endovascular repair. The patient expired during repair. There was valve frame damage noted. One of the stent struts on the proximal edge of the valve was bent and protruding through the expandable portion of the esheath.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. This is one of two manufacturer reports being submitted for this case.

Manufacturer narrative:
The device was not returned for evaluation as it was not available. Therefore, a no product return engineering evaluation was performed. The complaints esheath liner punctured, inability to advance through sheath, and inability to remove sheath were confirmed with the returned procedural imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported ''when the commander delivery system was introduced into the esheath+, the team had difficulty advancing the delivery system in the expandable portion. The team immediately panned the x-ray camera down to the left groin, and at that point it was realized that the distal edge of the s3u valve was protruding into the wall of the esheath+. The team elected to redirect the delivery system in the sheath away from the location of protrusion. Next, the team elected to remove the esheath+ and delivery system as one unit. However, the system would not come out easily. The team then, introduced an aortic occlusion balloon into the aorta via the sheath in the right groin. After the aortic occlusion balloon was introduced into the distal aorta, the team elected to do a cut down procedure on the left common femoral to remove the esheath+ and commander delivery system.'' Per imaging evaluation, 3mensio and CT show calcification and tortuosity within the access vessel. Procedural angiography shows the valve with an inflow bent strut within the anatomy on a curve and a waisted area of the sheath suggesting a constrained vessel. The liner integrity was unknown. Returned post-procedural imagery of the sheath show the valve protruding through the torn liner, with the patient's vessel constrained and attached to the sheath. An existing edwards' technical summary has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over a two-year period found that patient / procedural factors (e.g. Access vessel tortuosity / calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. In addition, this technical summary is applicable to esheath+ as there are no significant changes related to the sheath shaft and liner. This includes material composition, manufacturing process, inspection, and testing. The only update is related to the strain relief material at the proximal end of the sheath shaft. This was modified to improve manufacturability at the component level for improvements relating to extrusion and handling and does not affect liner integrity. Calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. A weakened liner can tear during advancement and/or retrieval of the delivery system. Vessel angulation can create suboptimal angles during delivery system advancement through the sheath. The delivery system or balloon catheter can potentially catch on to liner of the sheath and liner tears upon removal. In this case, calcification, tortuosity, and delivery system interaction with the sheath during insertion or withdrawal attempts could have contributed to the torn liner. The technical summary demonstrated that there were no deficiencies in the IFU/training manuals and outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with sheath shaft liner tears. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. It should be noted that these mitigations (from manufacturing and the IFU/training manual), as identified in the technical summary, are still in place. As such, these inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (delivery system insertion/withdrawal manipulation) may have contributed to the complaint event. No labeling/IFU deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra) is required. Per IFU/training manual ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification.'' Calcification can reduce vessel luminal diameter creating a constrained effect on the sheath and preventing optimal sheath expansion, leading to increased resistance during advancement. Tortuosity can create sub-optimal angles leading to non-coaxial advancement. Non-coaxial advancement can create increased friction/resistance between the delivery system, crimped valve, and sheath inner lumen. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. No labeling/IFU deficiencies were identified. A product risk assessment (pra) has been previously initiated to capture the product risk assessment and a CAPA was previously initiated to capture further investigation and corrective/preventative activities. Per imaging evaluation, it is seen that the vessel is constricted and still attached to the sheath post procedure, the valve is also outside the torn liner. During the procedure once the valve protruded through the torn liner, the operator noticed and they decided to remove the system. Per reviewed image, the proximal end of the valve had a bent strut, which could have caught onto the vessel during system withdrawal attempts leading to the difficulty. As such, available information suggests that procedural factors (liner tear, bent valve strut) may have contributed to the reported event. No labeling/IFU deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-10230.